Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One wet combined pak was returned. Visual inspection confirmed that the auto stopcock was broken. The top and base surface profile was inspected and demonstrated an inconsistent shear weld at the interfaces. The root cause of the customer's complaint is due to a weak weld between the top and base of the auto infusion valve housing. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the air did not flow inside the eye when performing the fluid air exchange during a cataract-vitrectomy combination procedure. A new console and cassette was obtained in order to complete the procedure. There was no patient harm.